Event description:
Coaptite post approval study. A pt (B)(6), was enrolled in the post-approval coaptite injectable implant study for stress urinary incontinence. The pt was injected twice; on (B)(6) 2009 with 2.0 ml coaptite and again on (B)(6) 2010 with 1.5 ml of coaptite. The pt notes indicate that after the second coaptite injection on (B)(6) 2010, the pt was unable to void. The pt was catheterized with a foley catheter for 2 days. On (B)(6) 2010, the pt was able to spontaneously void after the catheter was removed.

Manufacturer narrative:
Add'l lot: 1015021, expiration date: 09/30/2012. Add'l manufacture date: 09/2009. (B)(4). This event was reported in the line listing of the interim post-approval study status report for (B)(4), submitted to the FDA on 09/30/2010. Since the adverse event required catheterization to correct urinary retention, this event was determined to be a reportable event. The device history records for coaptite lots 1012109 and 1015021 were reviewed; all required testing specifications had been met prior to release, and there were no abnormalities noted for either lot.